Event description:
Based on additional information received by the consumer on (B)(6) 2012, this case was upgraded from non-serious to serious. The below narrative includes initial information received from a pharmacist on (B)(6) 2012 plus subsequent follow-up: a (B)(6) male patient started poly-l-lactic acid (sculptra, lot # and exp. Date: unknown) for sunken cheeks in (B)(6) 2011. He was injected in his cheek bone area and cheeks. He did not experience any adverse event after first injection. He had two bumps after second injection on unknown date. He had two bumps and nodules after third injection, but was not sure if these bumps were continuation of previous second injection or new bumps. He received fourth injection in 2012, and he got three additional nodules at the injection site. He might have five nodules at the time of this call. He massaged the area as instructed and actually massaged much longer than instructed. He rubbed it hard and with pressure to move it around like was told. The nodules were in his cheek bone area only and he also had scarring. He also stated that "it was distracting looks on my face." Concomitant medication and medical history were not provided. No further relevant medical information reported. Additional information received from a consumer on (B)(6) 2012: event of nodules was provided. Additional event details were provided. Medical history was provided. No further relevant information reported.

Manufacturer narrative:
(B)(6).